Event description:
It was reported by a third party biomedical technician that the customer's device would not shock. The device had pins from the standard hard paddles assembly stuck in the therapy connector. This failure was discovered during routine product maintenance and was not associated with pt use.

Manufacturer narrative:
(B) (4). Physio-control recommended the replacement of the therapy connector and the standard hard paddles assembly. Physio-control also provided customer with the part numbers and ordering info. The follow-up call was made to the biomedical technician. It was confirmed that they had replaced the device's therapy connector and then observed proper operation. The customer also indicated that they had rec'd a replacement set of standard hard paddles. The device was not returned to physio control for eval. Further root cause of the reported failure cannot be determined.